Manufacturer narrative:
Additional information was received on 09/23/2019. Clarification on the explant date of the left prosthesis was obtained. The left prosthesis was explanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with mentor smooth round spectrum 325cc saline prostheses experienced bilateral capsular contracture post procedure. The breasts had hardened. The patient experienced baker¿s grade IV capsular contracture on the right side, and the severity of the capsular contracture on the left side is unknown but was stated to be less severe. It is indicated that the right side was explanted on (B)(6) 2019, and the left side is scheduled to be explanted on (B)(6) 2019, or possibly was replaced on (B)(6) 2018. The information available is not clear on the explant date of the left implant. If clarification is received, then a supplemental report will be submitted. See 1645337-2019-19095 for contralateral prosthesis report.